Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. The customer was able clear the alarm and complete rewind process. The customer inserted new battery and insulin pump again alarmed unexpected restart. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted.